Manufacturer narrative:
4087 lead implanted (B)(6) 2003; this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks due to right ventricular (rv) lead noise oversensing. The patient noted they felt pain from the shocks. It was noted there was a suspected lead fracture and the physician capped the lead. No further patient complications have been reported as a result of this event.